Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4).

Event description:
The customer reported to baxter (B)(4), on (B)(6) 2010, an incident where a bag was leaking from the port junction with the 3000 ml eva bag. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer returned one actual sample for evaluation. The sample was under water leak tested and the reported condition was confirmed. A leak was observed between the bag port and the blue bag connector. The root cause was determined to be a lack of solvent. As a corrective action a new process for solvent application between this junction has been established since (B)(4) 2010. A batch review was performed on the reported lot and no deviations were noted.